Event description:
The customer reported that the vertical column did not move. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply. The system operates as intended.